Event description:
It was reported that the wire going to the power plug is coming off. There was no patient or user injury as a result of this event.

Event description:
It was reported that the wire going to the power plug is coming off. There was no patient or user injury as a result of this event.

Manufacturer narrative:
The manufacturer field service technician replaced the power cord and returned the unit to service.

Manufacturer narrative:
It was confirmed by the customer that there were no bare exposed copper wires on the power cord.